Event description:
The pt reported experiencing pain and sound quality issues with his device. External equipment was exchanged. Programming changes were made. Device testing showed normal results. Due to pt's discomfort and decline in performance, device revision surgery has been recommended.